Event description:
Customer reported on a bravo ph capsule that failed to detach from delivery system. The doctor felt resistance when trying to remove the delivery. The capsule was pulled and some tissue was observed in the capsule. The doctor did not use the emergency handle break procedure. The pt was not injured following the procedure.